Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a treated episode in which the device gave two shocks. Technical services reviewed the data, and they suspected it was a wide complex multi-focal ventricular tachycardia (mvt) with oversensing. The rate was noted to be around 130-140 bpm. Due to the oversensing, the device provided therapy. The rhythm did successfully convert for a few beats after the first shock and appeared to be wide complex. After the second shock it was narrow complex with occasional premature ventricular contraction (pvc)s. Ts suspects the shocks to be clinically appropriate however, has not been confirmed. At this time, the system remains in service. No additional adverse patient effects were reported.